Event description:
Customer reported experiencing low blood glucose levels that began approximately 4 weeks ago; exact readings were not provided. Customer stated she met with a diabetes educator who adjusted the pump settings to prevent low blood glucose episodes; issue persisted. Customer alleged that the pump may be delivering too much insulin. Customer reported experiencing a low blood glucose level while driving; was stopped by police officer and ambulance was called, they tested her blood glucose which was low; exact reading received is unknown and treatment received is also unknown. Customer was sent home with follow up from doctor. Customer and diabetes educator believe the pump is not delivering the proper amount of insulin. Requested return of the alleged pump and meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.